Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for "foreign matter is present within the nozzle" could not be identified tracing to the malfunction. Based on the results of the investigation, the most probable cause of the malfunction "burn marks are observed on the tip metal section" was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign matter present within the nozzle, and burn marks on the tip metal section. There was no patient involvement.